Event description:
It was reported that the remote monitor screen would not shut off and there was smoke visibly coming out of the monitor and the power cord was generating a lot of heat. The patient stated that the monitor and power cord had cooled down and no longer heated in addition to safely being disconnected from the wall outlet. The patient was advised that a replacement monitor would be sent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.